Event description:
The customer reported their coulter act diff 12 analyzer leaked less than 1 ml of diluent from the probe onto the countertop. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found vl8 malfunctioned and replaced the valve to resolve the probe drip issue. (B)(4).